Manufacturer narrative:
(B)(4). Additional information was received stating a commanded shock produced a normal impedance measurement of 89 ohms. However, daily measurements were still high. No anomalies were identified via fluoroscopy. A revision procedure was performed and the lead was removed form service. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that beeping tones were heard being emitted by this implantable cardioverter defibrillator (ICD) for high shocking lead impedance measurement greater than 125 ohms. The sensing and pacing threshold measurements were within normal limits and no noise was observed. Boston scientific technical services (ts) provided troubleshooting options. Additional information obtained indicated that further testing will be performed at the patient's next scheduled clinic check. This ICD and right ventricular (rv) lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.